Event description:
During laparoscopic cholecystectomy two (2) trocar shafts broke near the hub. One broken shaft was on the 5 mm product. The pt was opened and the sleeve was removed. Gallbladder also removed.